Event description:
The customer reported that the insulin pump had physical damage. Troubleshooting was done. Customer's blood glucose was 111 mg/dl. Customers stated there were scratches on the insulin pump. Advised customer the insulin pump would be replaced. Advised to discontinue using the pump and revert to a back-up plan per health care provider. No further information provided.

Manufacturer narrative:
Insulin pump received with severely scratched liquid crystal display window, scratched reservoir tube window, cracked reservoir tube lip, cracked battery tube threads, and scratched around casing. (B)(4).